Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the during impaction that the block and the handle disassembled with the block falling to the floor due to a loose screw.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records was not possible as the product lot number required for retrieval was unavailable. This device is used for treatment. A complaint history search could not be performed as the lot number of the device is unknown. The sales representative who was in attendance during surgery stated that the surgical technical was employed; however, the sales representative also mentioned that she now ensures the scrub team tightens the screws on the femoral impactor before use as the screws have been loose coming back from sterilization. The instrument care and sterilization package insert instructs that reusable instruments should be disassembled for sterilization and reassembled and screws tightened after cleaning. Based on the information provided, user error is considered to be the root cause for this issue.